Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient went to their physician¿s office with flu like symptoms. The date of event was (B)(6) 2019. The hcp interrogated the pump and a stall occurred. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being unknown. The pump was replaced. The issue was resolved. The patient was without injury regarding their status at the time of the report. The pump was returned to the manufacturer. The pump was noted as having administered morphine with concentration 25 mg/ml at a dose rate of 4 mg. Other medications (oral, etc.) The patient was taking at the time of the event was unable to obtained. The patient¿s weight and medical history were noted as having been requested but was unknown / would not be made available. It was noted that the hcp had no further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine ( 25 mg/ml at 0.147 mg/day) via an implantable infusion pump. The indication for us was non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2010 with tube set (B)(6) 2019 and no recovery to date. It was unknown if the patient recently had a magnetic resonance imaging performed. It was noted that the patient experienced some withdrawal. The pump was programmed to minimum rate mode yesterday and they are doing a history/physical to schedule a pump replacement. The pump is continuing to alarm and caller was inquiring about next steps. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.